Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined due to insufficient information. Siemens attempted to contact the customer to arrange an on-site visit for the collection of the log files required for the investigation. The customer did not grant system access until (B)(6) 2026, at which time the relevant data had already been overwritten. As the system is not connected to our server infrastructure, no retrievable data was available for analysis. Based on the limited information provided, no further investigation could be conducted. The investigation is therefore closed due to insufficient information. No additional complaints have been received from this customer since the event, suggesting that the issue has not recurred. A safety assessment was conducted, and no general product or design issue could be identified.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom x.cite CT scanner. The customer reported difficulties initializing a pre-monitoring scan for a stroke protocol. The patient was safely removed from the system and transferred to an alternate system where the scan was completed. A delay of approximately 20 minutes occurred, and the topogram had to be repeated. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.